Manufacturer narrative:
The customer performed troubleshooting with the assistance of customer technical support (cts) over the phone. The customer replaced the pump filters (fls1, s3) and did not observe any further plt background issues. The customer was advised to clean the probe wipe, and the dripping stopped. (B)(4).

Event description:
The customer reported an uncontained leak of unknown volume from a coulter ac-t diff analyzer. The customer also reported high platelet backgrounds and some conductivity issues. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.